Event description:
The customer reported that the device jaws could not be re-opened while on tissue during a hysterectomy. The device jaws were cut off the tissue in order to remove them. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.